Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that at the implant, there were no significant lateral cardiac veins for the left ventricular lead to cannulate. After several attempts, the lead was finally successfully positioned, but it dislodged after the tools were removed. Further attempts to implant the lead were abandoned and the lead was not used. No patient complications have been reported as a result of this event.